Event description:
The patient was revised because of wear through the poly and through the shell to the bone.

Manufacturer narrative:
Although the exact date of the primary surgery is not known, it was reported to have occurred approximately 19 years ago. Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot code combinations since their release for distribution in 1988. The root cause; however, may be design related. It is known that the liner product code was part of a product recall based on the investigation, the need for further corrective action is not indicated. Additionally, the investigation has determined that both provided product codes are considered inactive/obsolete. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.